Manufacturer narrative:
The complaint of "set to administer 10 ml over 15 minutes at a rate of 40 ml/hour via the b line. After 15 minutes, only 3 ml had been infused." Was investigated as a level 1 pci. The device was returned for evaluation and found in good physical condition. The logs were downloaded and reviewed. The log review found the following: the infusion was stopped by the user after infusing 3ml in line b and exactly after 11 minutes the infused volume was 7.5ml and the remaining volume of 3.5 ml is misinterpreted by the customer as volume infused. The infusion was stopped due to proximal air in line total alarm, which is cleared after back priming. In conclusion: engineering finds that the user mentioning ¿only 3ml has been infused¿ is due to the customer noticing volume remaining after the infusion stopped due to an alarm. Apart from this the device was working as expected and did not overdeliver. The pump then passed functional testing (pumping with no alarms. A delivery of 10ml over 15 mins was also ran without issue. The customer complaint of "set to administer 10 ml over 15 minutes at a rate of 40 ml/hour via the b line. After 15 minutes, only 3 ml had been infused." Was not confirmed as the log review found the delivery stopped due to alarm. The device also performed delivery tests without issue.

Event description:
The event involved a plum 360 driver intl eng device where the customer reported an over delivery during patient use. The reporter stated, that "pump was set to administer 10 ml over 15 minutes at a rate of 40 ml/hour via the b line. After 15 minutes, only 3 ml had been infused. The issue was explained to the patient, and the infusion was restarted on a new pump". There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
E1 - (B)(6). The device has been received for evaluation, however, investigation is not yet complete.